Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. It was reported that the suture broke during use. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.